Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley statlock was not sticking. As per the sample received on (B)(6) 2022, it was noted that the foley statlocks with batch jufz2068 and batch jufy1636 were returned for evaluation.

Manufacturer narrative:
The reported event is inconclusive as the representative sample meets specification, but the condition of the original used sample is unknown. Visual evaluation noted 8 statlock devices were received in closed original packaging. Adhesive testing was conducted by placing in house foley catheter in statlock and sticking statlock onto plastic sample bag. Foley catheter was lightly pulled on to ensure statlock was adhering and staying in place. Statlock remained in place and adhered onto plastic bag with no difficulty. Therefore, product met specifications. However, it was unknown if the original sample meets specification. Although an exact root cause could not be determined a potential root cause could be pad material incompatible with adhesive (poor surface treatment). The product was used for patient treatment or diagnostic purposes. It is unknown if the product was influenced by the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿indications for use: the statlock® device is a stabilization device for compatible catheters. Contraindications: known tape or adhesive allergies. Warnings and precautions: 1. Do not use the statlock® device where loss of adherence could occur, such as with a confused patient, diaphoretic or non-adherent skin, or when the access device is not monitored daily. 2. Observe universal blood and body fluid precautions and infection control procedures, during application and removal of the statlock® device. 3. Minimize catheter manipulation during application and removal of the statlock® device. 4. Daily maintenance: a. The statlock® device should be assessed daily and changed when clinically indicated, at least every seven days. B. If pad becomes soiled, wash with soap/water, saline or hydrogen peroxide. Do not use alcohol or prepackaged bathing systems, which could lead to early lifting. C. If showering/bathing, cover with plastic wrap or waterproof dressing. D. Conduct skin assessment prior to application and repeat daily per facility protocol. E. Use clinical judgment on the removal of the statlock® stabilization device if the patient experiences any fluid shifts that may interfere with skin integrity.¿ correction: g h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was reported that the foley statlock was not sticking. As per the sample received on 03may2022, it was noted that the foley statlocks with batch jufz2068 and batch jufy1636 were returned for evaluation.